Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 470 mg/dl and took injection. The customer reported that the insulin pump got insulin pump errors and had to rewind the insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.